Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. A decrease in the remaining battery capacity was observed between follow-ups. A copy of device memory was saved and submitted to technical services for review. After engineering reviewed the data, it was confirmed that the power consumption of this device was gradually increasing. Due to this anomaly, a technical services consultant recommended device replacement, or reassessment of device battery status within 90 days. No adverse patient effects were reported. This device remains implanted and in service. Additional information: the device is now on latitude (remote monitoring system) to prolong the replacement as long as possible.

Manufacturer narrative:
This device is expected for return. A supplemental report will be submitted upon completion of device analysis.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. A decrease in the remaining battery capacity was observed between follow-ups. A copy of device memory was saved and submitted to technical services for review. After engineering reviewed the data, it was confirmed that the power consumption of this device was gradually increasing. Due to this anomaly, a technical services consultant recommended device replacement, or reassessment of device battery status within 90 days. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A decrease in the remaining battery capacity was observed between follow-ups. A copy of device memory was saved and submitted to technical services for review. After engineering reviewed the data, it was confirmed that the power consumption of this device was gradually increasing. Due to this anomaly, a technical services consultant recommended device replacement, or reassessment of device battery status within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. A decrease in the remaining battery capacity was observed between follow-ups. A copy of device memory was saved and submitted to technical services for review. After engineering reviewed the data, it was confirmed that the power consumption of this device was gradually increasing. Due to this anomaly, a technical services consultant recommended device replacement, or reassessment of device battery status within 90 days. No adverse patient effects were reported.